Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that an infinity ankle revision took place. Revised to an invision total ankle.

Event description:
It was reported that an infinity ankle revision took place. Revised to an invision total ankle.

Manufacturer narrative:
This device is concomitant and did not contribute to the reported event. Therefore, this complaint is closed without further investigation. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.